Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the device evaluation confirmed that the ¿scope is not detected¿ event has been reproduced. However, the cause could not be presumed because the cause of the faulty scope detection was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited connector issues. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to indicate that this is a duplicate report, which was submitted under 3002808148-2024-08878. Should additional relevant information be received, it will be captured in that MFR number.